Event description:
A customer observed positevely biased quality control levels while using lot 1110 of the troponin 1 assay. Elevated results of the magnitude ontained may lead to inappropriate phycisicn action. There were no results reported and no report of patient harm as a result of this event.